Event description:
As it was reported by the affiliate via email: during the stenting procedure, cypher was connected to indeflator; hub was cracked. Another cypher select+ was used.

Manufacturer narrative:
The product is available but has not been received. Additional information will be submitted within 30 days of receipt.